Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a suspected fracture due to subclavian crush between the first rib and the clavicle. The lead was capped and replaced. No patient complications have been reported as result of this event.